Manufacturer narrative:
Per investigation findings by the manufacturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "system failure occurred", could be confirmed. The cause of the error code is an individual component failure within the control board. This malfunction causes the error code 24a which is displayed and recognizable by the user. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings e.g. IFU 500uip_en_v1.1_IFU_FDA contains the following note on page 10, chapter 3.9 failure of products: "the product may fail during use. Have a replacement product ready for each application or plan for an alternative surgical technique." The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that upon boot-up of the device, an error message showed "a system failure occurred. You will have limited access to the settings menu only. Recycle power". The recycle power and the same error appears and the unit is useless. The procedure was delayed for a short amount of time. The facility brought in another device. No negative impact in state of health reported.